Manufacturer narrative:
Additional information added; d.11, & h.6. (Device code).4.

Event description:
It was reported an over infusion event may have occurred from a back check valve failure. The event date is unknown and the clinician does not recall the medication/fluid that was infusing at that time. There has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported an over infusion event may have occurred from a back check valve failure. The event date is unknown and the clinician does not recall the medication/fluid that as infusing at that time.